Event description:
Pt had a previous staple prosthesis replaced. It had failed/broken during or after previous procedure. The device is a "big easy" staple prosthesis. Dates of use: (B)(6) 2014. Diagnosis or reason for use: broken prosthesis.